Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarm that will not go away which were reproduced during evaluation buy troubleshooting the device. Downstream occlusion messages were verified through a review of the event history log and found to be caused by an out specification force sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to air in line tubing alarm. The cause was identified to be an out of specification ultrasonic sensor which was calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarm. There was no patient involvement. No additional information is available.